Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.the tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a cartridge alarm occurred. A cartridge change was performed resolving the issue. It was also reported that the insulin gauge was inaccurate. Reportedly, customer did not remove any residual air from their cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to customer¿s blood glucose level.